Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained an unknown brand of baclofen at a concentration of 500 mcg/ml with a dose of 199 mcg/day. It was reported the patient was experiencing increased rigidity and swelling at the site of the surgical incision in the back. The patient reported no falls or accidents, but more activity than she should with regard to household chores, child care, and working for her clothing business. The physician attempted to push contact medium into the catheter access port (cap); however, the physician stated occlusion prevented pushing the medium through the cap. The physician suspected occlusion of the catheter and stated a revision was likely to occur monday or tuesday/within the next week. The issue was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative via a consumer indicated before the patient's catheter revision she had symptoms of increased spasticity and spasm.

Event description:
From the report on 2016-nov12, the patient's medical history included dystonia and at the time of that report the patient status was "alive - no injury." The patient's weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.